Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6), (B)(6), (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant alinity I stat myoglobin and alinity I total -hcg results generated for patient samples. Customer states they have had multiple optic errors on the instrument. The following data was provided: sample ID (B)(6) myoglobin initial result = < 3.5, repeat result on another alinity analyzer = 117. Sample ID (B)(6) myoglobin initial result = < 3.5, repeat result on another alinity analyzer = 147. Sample ID (B)(6) hcg initial result = > 15000 and < 2.3, repeat result on another alinity analyzer = 31256.4. No impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 11/1/2019.the field service representative (fsr) inspected the instrument and determined the alnty ci snsr bsl the likely cause as it was damaged. The alnty ci snsr bsl was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai04318. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I-series processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I-series processing module for serial ai04318, or the alnty ci snsr bsl, was identified.

Event description:
The customer observed discrepant alinity I stat myoglobin and alinity I total ¿-hcg results generated for patient samples. Customer states they have had multiple optic errors on the instrument. The following data was provided: sample ID (B)(6) myoglobin initial result = < 3.5, repeat result on another alinity analyzer = 117. Sample ID (B)(6) myoglobin initial result = < 3.5, repeat result on another alinity analyzer = 147. Sample ID (B)(6) hcg initial result = > 15000 and < 2.3, repeat result on another alinity analyzer = 31256.4. No impact to patient management was reported.